Event description:
The pt was reportedly experiencing intermittencies, periodic loss of sound followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The device failure was confirmed.